Event description:
The manufacturer received information alleging a ventilator would not display a leak value and was alarming for "low circuit leak". The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported the replaced of a ventilators oxygen blending module board and sensor board. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.